Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced scan errors when attempting to connect a libre 3 plus sensor to the ilet system for initial setup, despite multiple scans and troubleshooting through the ilet and ilet mobile app. Symptoms included no adverse physiological effects and no changes in blood glucose. Outcomes included successful activation of a replacement sensor and entry into the warmup period, with education provided on the expected warmup duration. Investigation included technical support troubleshooting and user education on system setup and sensor pairing. Investigation of this case revealed that replacing the sensor resolved the scan error and enabled normal initialization. It was concluded that the event was related to a sensor connectivity or activation issue that was mitigated through sensor replacement and guidance, with no clinical impact reported.